Event description:
An infection was reported. The patient's pump and catheter were explanted. The patient was without injury; and had recovered from the explant procedure without sequela. The catheter and connector were sent to a lab for culturing. Drug delivered via the pump was lioresal 2000mcg/ml at a daily dose of 96mcg.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: (B)(6) 2011. Final analysis of the device revealed no anomalies, normal device function.